Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported a left side rupture confirmed by physician. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, h.6.

Event description:
The device has been explanted and discarded due to covid protocol.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported a left side rupture confirmed by physician. The device has been explanted and discarded due to covid protocol.